Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 263 mg/dl. The customer stated that she went to the doctor and had high blood glucose readings. The customer stated that she was already scheduled to see her doctor. The doctor tried to change the settings on the pump but could not because the buttons were not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump had intermittent button response during testing due to corroded keypad traces. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and broken battery tube threads.